Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: scarring. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient who underwent primary breast augmentation with a (right) 425cc mentor memorygel breast implant and a (left) 400cc mentor memorygel breast implant, suffered right breast implant rupture, right breast swelling and pain, and left breast scar, post-operatively. The patient initially noticed the swelling and pain and then an ultrasound suspected the rupture and an MRI confirmed it. As a result, the patient underwent unilateral removal and replacement with a (right) 425cc mentor memorygel breast implant (catalog: 3504254bc lot: 9428512 sn: (B)(4) on the right side on (B)(6) 2020. In addition, the left breast scar was excised. This medwatch form is for the left breast prosthesis.